Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The user facility reported the seven nephrology catheters separated from the hub, where the tube attaches to the plastic. It is unknown if the patient underwent any additional procedures at this time. Information has been requested but not provided by the reporter. It is unknown if there have been any adverse effects.